Event description:
Medtronic received information that this bioprosthetic valve, implanted three years, developed aortic regurgitation confirmed by echocardiogram. The valve was explanted and replaced with another manufacturer's valve with no adverse patient effects. Upon explant, a cuspal tear was noted on the non-coronary cusp and stent post creep was also observed. It was noted that there were no sizing issues at implant. The valve was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Note: per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve appeared slightly distorted; oval shaped. Stent measurement: 18.56 mm x 20.13 mm. Stent post measurements: lr= 1 degrees, rnc= 0 degrees, ncl= 4 degrees. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear observed in the right cusp along the left right commissure appeared to be the result of restricted leaflet movement due to a hinge point associated with host tissue overgrowth on the inflow. Tears on the tunica of all cusps appeared to be due to the removal of host tissue during explant. The right non-coronary and non-coronary left commissures were intact. A tear was noted in the left right commissure. Glistening off white pannus remained attached along the tissue and base stitching adjacent to the non-coronary cusp, to the inflow margin of attachment, into the right non-coronary inferior coaptive area, and 1 to 3.5 mm onto all cusps. Remnants of pannus remained attached to the sewing ring on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on analysis, pannus overgrowth observed on the explanted valve, and was the likely cause for the regurgitation and cuspal tear observed clinically. The device history record was reviewed and shows that this valve met all manufacturing specifications for product released to distribution. Pannus overgrowth is thought to be related to patient condition.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Note: per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve appeared slightly distorted; oval shaped. Stent measurement: 18.56 mm x 20.13 mm. Stent post measurements: lr= 1°, rnc= 0°, ncl= 4°. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear observed in the right cusp along the right non-coronary commissure appeared to be the result of restricted leaflet movement due to a hinge point associated with host tissue overgrowth on the inflow. Tears on the tunica of all cusps appeared to be due to the removal of host tissue during explant. The right non-coronary and non-coronary left commissures were intact. A tear was noted in the left right commissure. Glistening off white pannus remained attached along the tissue and base stitching adjacent to the non-coronary cusp, to the inflow margin of attachment, into the right non-coronary inferior coaptive area, and 1 to 3.5 mm onto all cusps. Remnants of pannus remained attached to the sewing ring on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on analysis, pannus overgrowth observed on the explanted valve, and was the likely cause for the regurgitation and cuspal tear observed clinically. The device history record was reviewed and shows that this valve met all manufacturing specifications for product released to distribution. Pannus overgrowth is thought to be related to patient condition.